Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h3, h4, h6, and h11 were updated. The image issue was caused by a defective plug unit. Based on the results of the evaluation, it is possible that the circuit board¿s inside connector was broken and that an irregular load was applied to the circuit board, such as external stress from user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the bronchovideoscope was noisy. The issue occurred during reprocessing. There was no patient involvement.